Event description:
The following information was provided: this pi is for the impending 2026 revision: as per pss case: loosening right distal tibia. 1st surgery gmrs proximal tibia with cemented stem (B)(6) 2019. 2nd surgery longer extension with 17mm cementless stem (B)(6) 2021. Requesting custom made stem. Cementless 7cm in length. Update: this pi is for the impending 2026 revision: as per pss case: loosening right proximal tibia stem. 1st surgery gmrs proximal tibia and distal femur with cemented stems (B)(6) 2019. 2nd surgery revision of loose cemented femur stem with cementless stem (B)(6) 2021. Requesting custom made stem. Shot tibial stem cementless 7cm in length.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.